Event description:
A report was received that the patient was not getting good coverage. High impedances were noted on several contacts of the lead. The patient underwent a revision wherein the leads were replaced due to lead fracture. The patient was doing well following the procedure.

Event description:
A report was received that the patient was not getting good coverage. High impedances were noted on several contacts of the lead. The patient underwent a revision wherein the leads were replaced due to lead fracture. The patient was doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the lead (sn (B)(4)) was fractured. Visual inspection revealed the lead body had a pronounced kink from the distal end, where the lead appeared to have been sutured. All cables were broken/severed at this spot. The fracture site was 1 cm from the clik anchor setscrew mark. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. Device evaluation indicated that the lead (sn (B)(4)) passed the visual test performed. The lead exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.